Manufacturer narrative:
A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported patient interface did not work properly. Suction failure was reported during a lasik procedure. No patient harm was noted.